Event description:
It was reported that during a laparoscopic splenectomy the trocar was losing pnuemo. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4).